Event description:
The hcp reported that the pt developed an infection of the device pocket which has not resolved with antibiotic therapy. The pt will be scheduled for explant of the device in the near future. No further info was made available at this time.